Event description:
Pt on nk cardiac monitor receiving prisma dialysis. Appears that prisma units causing interference on monitor as interference spikes-gambro. "Contacted instructed" to replace part in prisma unit which was completed; however, issues of nuisance alarms not resolved. Both gambro and (B)(4) stated their equipment is within proper tolerances, nuisance alarms. Dates of use: (B)(6) 2014. Diagnosis or reason for use: monitors remain in use as well as gambro prisma dialysis machine. Not sure if others are having similar issues - both nk and gambro have reviewed issue concerning nuisance alarms and stated there is nothing to be done to prevent the interference spikes.